Event description:
Initial reporter indicated that their handheld computer had a loose power connector. The product is at manufacturer pending completion of analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.